Event description:
Increased kidney values, nephritis. Misuse, swallowed for 3 months [product use issue]. Case description: on 2024-04-12 a spontaneous case was reported in japan by a consumer or other non health professional. The report concerns a male patient. The patient received biotene mouthwash c (glycro+sbtl+xylt mouthwash) lot number unk for indication dry mouth. No concomitant medications were reported. On an unknown date, the patient had sjogren's syndrome and was recommended biotene mouthwash c by a doctor who specializes in collagen disease internal medicine, and he have been using it for three months. On an unknown date, after about 3 months of starting biotene mouthwash c, the patient experienced a non-serious misuse, swallowed for 3 months (preferred term: product use issue). The outcome of the event misuse, swallowed for 3 months was unknown. Without reading the biotene mouthwash c directions for use, folded a piece of cut cotton (3 x 10 cm), soaked it in water, wrung it out, soaked 15ml of biotene mouthwash c into the wrung out cut cotton, and put it on his tongue before going to bed. When he got up to defecate midway through, he added biotene mouthwash c again, so he ended up swallowing 4 doses in one night. On (B)(6) 2024, the patient experienced a medically significant increased kidney values, nephritis (preferred term: nephritis). The outcome of the event increased kidney values, nephritis was unknown. The patient had a blood test done at a urology clinic in a hospital, and the immunoglobulin igg level was 2520, and the immunoglobulin igga level was 748, which was rapidly increasing, and the doctor told he that he had nephritis. The patient's relevant medical history includes: sjogren's syndrome (ongoing), no drug history was reported. Relevant laboratory values: (B)(6) 2024 immunoglobulin igga (blood immunoglobulin g): 748, and (B)(6) 2024 immunoglobulin igg (blood immunoglobulin g): 2520. No comments provided by the reporter. The action taken: for biotene mouthwash c was drug withdrawn. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. MFR number: 3012293198-2024-00049.

Manufacturer narrative:
Veeva case: (B)(4).